Event description:
The patient was initially implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use due to the off-label neck measurement of (3mm long aortic neck). The physician understood this and agreed to proceed with the surgery. The physician encountered complications during the procedure. The alto graft was placed higher than intended due to the severe reverse tapered neck, but the physician anticipated this and placed a renal stent in the patient¿s right renal artery to preserve it; however, the graft moved proximal to the intended landing zone and covered both renal arteries. An intraoperative type 1a endoleak occurred when the physician repositioned the graft. The physician then elected to implant a palmaz (non-endologix) stent to resolve the intraoperative type 1a endoleak. The case ended with no endoleaks and the renal arteries had some blood flow, but still partially covered. The physician made multiple attempts to re-open the renal arteries, but was unsuccessful. Reportedly, thrombosis (stenosis) is occurring in the renal arteries, but an open repair is not an option. The patient is currently being monitored. Additional information: based on internal investigation, the bilateral renal artery stenosis was found to be bilateral occlusion (there was no significant enhancement of the left kidney and minimal patchy enhancement on the right).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the bilateral renal artery stenosis was found to be bilateral occlusion (no significant enhancement of the left kidney and minimal patchy enhancement on the right). The intraoperative and resolved type 1a endoleak is confirmed. The prolonged procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for this event user related (the neck was reported to have a severe reverse taper with a diameter of 3cm- off label and the concomitant product use of a pre-operative renal stent). The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use due to the off-label neck measurement of (3mm long aortic neck). The physician understood this and agreed to proceed with the surgery. The physician encountered complications during the procedure. The alto graft was placed higher than intended due to the severe reverse tapered neck, but the physician anticipated this and placed a renal stent in the patient¿s right renal artery to preserve it; however, the graft moved proximal to the intended landing zone and covered both renal arteries. An intraoperative type 1a endoleak occurred when the physician repositioned the graft. The physician then elected to implant a palmaz (non-endologix) stent to resolve the intraoperative type 1a endoleak. The case ended with no endoleaks and the renal arteries had some blood flow, but still partially covered. The physician made multiple attempts to re-open the renal arteries, but was unsuccessful. Reportedly, thrombosis (stenosis) is occurring in the renal arteries, but an open repair is not an option. The patient is currently being monitored.